Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep indicated that the cause of the impedance issue and device not working was noted as unknown. It was noted that the patient was a potential replacement . There was no surgery date yet. The provided information has been confirmed with the physician.